Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that the infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no information can be obtained regarding symptoms of infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.